Event description:
Medical specialties - broken maude report stated " volun (B)(6) 2015; pt in ultrasound to re-evaluate the supra-pelvic area abdominal wall cystic mass. It was done with u/s guidance. Radiologist wanted to obtain a core biopsy. He chose a temno 20g x 11 cm, lot # d-10081467- expiration date; augusts 2015. Radiologist inserted the introducer in and did two cores samples with tiny places of tissue. Radiologist then decided to aspirate through the introducer. When he went to pull the introducer out it broke off at the needle base and the needle was in the pt's abdonimal wall pelvic area. Radiologist attempted to remove the tip with hemostats and was not successful. Radiologist then made a small incision and tried to remove again with u/s guidance. Physician assistant came to radiology from the emergency department with splinter hemostats and was able to remove the tip of the introducer. The small incision was then closed with sutures."  Sample is unknown.  Additional information received via phone call on 12june2015 from sue on behalf of jan peachy:  were there any further complications as a result of this event? No.  Was the patient discharged on time? Yes.  Was the procedure completed as planned? Yes.  Do you still have the device? No.  Do you have any patient information that you can give us?  (B)(6).

Manufacturer narrative:
(B)(4): initial emdr submission. Follow up will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4). Failure mode could not been confirmed since no samples or photo were provided for evaluation. Device history record review could not be performed since a lot number was not provided for evaluation. Most probable cause could not be determined since no issues were found during the applicable manufacturing, inspection and packaging processes that can relate personnel or method with the reported failure mode and since samples were not received for evaluation. This failure mode will be entered into the complaint tracking system and tracked and trended for future occurrences of any similar failure modes.